Manufacturer narrative:
Continuation of d10: product ID envpro-16-us (lot: 0012338854); product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolutpro 29mm valve, the valve dislodged down after deployment, resulting in a depth that was too deep, significant paravalvular leak, and mitral regurgitation. A second valve was prepared for a valve-in-valve implantation. However, after the first valve was captured and repositioned using a basket guide wire, it reached the ideal position, and the valve-in-valve implantation was not performed.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: there were two images of the event. One cine image of the valve depth with the snare attached and one echocardiogram image. It was reported that during a transcatheter heart valve procedure involving the 29mm valve, the valve dislodged down after deployment, resulting in a depth that was too deep, significant paravalvular leak, and mitral regurgitation. Evidence shows the valve depth >10mm with moderate to severe pvl. There was no image of valve depth at the point of no recapture. You should consider a recapture if the depth is 1 or >5mm. It was reported that, after the first valve was captured and repositioned using a basket guide wire, it reached the ideal position. Transesophageal echocardiogram (tee) review: two media clips were provided, one angiogram view and one tee view. No dicom imaging was provided. In the tee clip provided the valve appears at an extremely deep implant depth. There appears to be a guide wire in place, possible preparation to move the valve. There was no computed tomography (CT) scan or executive summary provided for anatomic considerations. Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was performed using a 22 millimeter (mm) n on-medtronic balloon. A post-implant bav was not performed prior to the dislodgement. Following dislodgement, severe paravalvular leak (pvl) and mitral regurgitation were observed.